Event description:
Monopolar scissor placed in trocar, it would not be removed or inserted in any farther. Emergency wrench used to remove the instrument from the xi robot. Trocar removed. No harm to patient. Not involved with the issue we believe.